Manufacturer narrative:
A2-age at time of event: 18 years or older. E1-initial reporter address 1: (B)(6). E1-initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis located in a shunt in a moderately tortuous vessel. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition after the procedure. It was further reported that the target lesion was located in the brachial vein.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was an area of in-stent restenosis located in a shunt in a moderately tortuous vessel. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition after the procedure.